Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a different encounter time and longevity value was noted in the patient management database application when compared to the information on the remote monitor database. The information was updated in the patient management database application and further investigation is being conducted to resolve the issue. The patient management database application remains in use. No patient complications have been reported as a result of this event.